Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized on wednesday, (B)(6) 2017 at 5:00 pm due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of admission was over 594 mg/dl. Customer's current blood glucose was 112 mg/dl. Customer reported that they were admitted to the intensive care unit. Customer reported symptoms related to the customer's high blood glucose levels included vomiting, nausea, and difficulty breathing. Customer was wearing the insulin pump at time of hospitalization. However, the pump was removed upon admission. Customer reported that they did not feel that the pump was alarming as it was supposed to. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Analysis letter is being sent at the customer's request as the product is expected to return.

Manufacturer narrative:
Findings: unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. Unit communicated properly with the glucose sensor simulator and the guardian link transmitter. The test value of 100 mg/dl was properly display on the pump sensor graph screen. No sensor anomaly or calibration anomaly noted. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.